Event description:
It was reported the patient's scs system was not working well. The ipg was determined to be inoperable. As such the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Event description:
Further investigation revealed this medical device report should not have been submitted. As this information was filed under MFR. Report#: 1627487-2019-03180.